Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The ensite automark files returned to product performance engineering were analyzed. Based on power and temperature data for sessions corresponding to the complaint device, temperature would increase to a set limit after ablations were initiated causing the tempguard feature to titrate (reduce) power output, consistent with the reported event. However, a simulated ablation was performed and no temperature or power delivery anomalies were noted. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a right ventricular outflow tract (rvot) premature ventricular contractions (pvc) procedure, temperature issues resulted in a procedural delay. While performing the first lesion in the lateral rvot, temperature cutoff of 42 degrees was reached almost immediately upon starting ablation. The catheter was repositioned and a second lesion was attempted, this resulted in another temperature cutoff being reached almost immediately. This was while ablating at 25w and 13ml flow. The catheter was exchanged but the second catheter displayed the same issue, hitting temperature cutoff immediately. This catheter was exchanged for a tacticath se ablation catheter which resolved the issue. The procedure was completed with no adverse consequences for the patient.